Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut,and the proximal and distal conductors of the lead became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise on the rv coil. The lead was explanted and rep laced. During the replacement procedure, the left ventricular (lv) lead was damaged by the laser sheath. The lv lead was also explanted and replaced. No patient complications have been reported as a result of this event.